Event description:
It was reported that an ¿unable to proceed¿ occurred during a supply change following a prior case reference, and the ilet displayed alert 38 indicating a motor stall, with a highest blood glucose of 248 mg/dl; the event is associated with a device problem consistent with a complete blockage related to the tubing. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the issue traced to a component-level failure consistent with a blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.